Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation but was returned to olympus korea (okr). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from okr such as the pictures, and similar past cases, omsc surmised that the subject foreign object was originated from endo-therapy accessories or cleaning brushes used in the procedure. And, omsc considered that the reported event occurred because the endo-therapy accessories or cleaning brushes fell off in the instrument channel, or endo-therapy accessories or cleaning brushes were damaged during use and these fragments remained in the instrument channel. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that during the inspection before use at the user facility, it was found that there was the foreign object in the suction channel of the subject device. The reprocessing method of the subject device at the user facility is unknown. The occurrence date of the event is unknown, and there was no report of patient injury associated with this event.

Manufacturer narrative:
The subject device has not been returned to omsc for evaluation but was returned to olympus (B)(4). (B)(4) checked the subject device and found that a foreign object came out from the suction channel. The exact cause has been under investigation. Therefore, the exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.